Event description:
It was reported following an endometrial ablation procedure and a sling procedure for stress incontinence and while the patient was in recovery, extensive bleeding was observed in the patient's urine. The patient was taken to the operating room where a cystoscopy was performed and the doctor determined the patient's bladder had been perforated up near the bladder dome and the implant had been inadvertantly placed inside the bladder. The doctor visualized the bladder during the procedure, but failed to see the perforation or the placement of the implant inside the bladder. The doctor reopened the incision and removed the implant from the bladder. The doctor expects the bladder to heal on its own. No additional information or further complications have been reported.

Manufacturer narrative:
No sample was returned for evaluation. The device history record investigation for the reported lot numbers found nothing that would cause or contribute to the reported problem. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There is not evidence to suggest any reason for potential product absorption, tensile or sterility concerns. Chemicals, equipment, process duration and process temperatures have been verified as satisfactory. The IFU of this product states: "procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Complications associated with proper implantation may include, but are not limited to: perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." It is unkown if the procedure was performed retropubic or suprapubic. The indications for implantation are similar with adjustsments of how the vaginal wall just below the urethral meatus is reached. The IFU clearly states that a cystoscopy should be performed to confirm bladder integrity during the procedure.